Manufacturer narrative:
The unit did not have a crack on the lcd glass. However, the unit had a bleeding lcd glass. The unit also had a cracked display window, a minor scratched display window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report that the insulin pump display was cracked. The customer's blood glucose level was unknown. The customer was informed to return the product for analysis. No further details were provided.